Manufacturer narrative:
Analysis identified residue in the motor gear train that contributed to the motor stall. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall. Additionally, analysis found overinfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 600 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient experienced baclofen withdrawal with increased spasticity after pump motor stall. For environmental/ external/ patient factors that may have led or contributed to the issue, there was nothing of note. The pump was interrogated and displayed a stopped pump related to a motor stall. Pump motor stall occurred without recovery. The pump was replaced with a new pump on (B)(6) 2018. The catheter remained in place. The rep had possession of the pump and would be returned. No further complications were reported.